Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. This is 2 of 2 reports for similar emergency room visits. Please see related record (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was reported by the parent via social media that the went to the emergency room (ER) twice with hypoglycemic seizures due to wrong sensor readings. It was reported that the patient has to calibrate every time he gets as low as 80 mg/dl because the readings can be off as far as 40 mg/dl. There is no contact information for reporter or patient, therefore, contact cannot be made to gather additional details about the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.